Manufacturer narrative:
Per communications with the biomedical engineer, they were seeking to have the logs reviewed to determine the user alarm interactions for the patient incident. There was no allegation of a device malfunction. The biomedical engineer indicated that he had sent the logs to the solution center (sc). Communications with the sc involved with the case indicated that he did not recall receiving them, however, the biomedical engineer stated that the issue was settled and no other action was required. No device malfunction occurred. No device malfunction occurred. The customer was seeking information on user alarm interactions for a patient. Per communications with the biomedical engineer, the issue has been settled. This is considered clinical app support. (B)(6).

Event description:
The customer reported that they wanted to obtain alarm information for bed 1 on (B)(6) 2014 around 1300. The biomedical engineer indicated that emergent care was required for the patient. This is considered a serious injury.